Manufacturer narrative:
The belmont rapid infuser, ri-2 involved in the incident has not been returned to belmont for investigation, therefore a root cause of the reported system error 101 ("heating fault" alarm) cannot be established. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of a "heating fault" alarm, the rapid infuser exhibits the following alarm message: "check temperature probes for blockage. Clean windows. Press retry to continue. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. The temperature probes should be cleaned before or after each use according to the service and preventive maintenance schedule/instructions provided in the operator's manual, as dirty, wet, or blocked temperature probes can cause the rapid infuser to exhibit a "heating fault" alarm. Without the benefit of the device back at our facility for investigation, a root cause of the alarm cannot be determined. The initial reporter was unable to provide the serial number of the unit involved, therefore a review of the associated manufacturing and service records is not possible. No patient injury was reported. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that the belmont rapid infuser, ri-2 was exhibiting a system error 101 (heating fault alarm).